Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a change sensor alarm. The patient's blood glucose at the time of incident was 5.8 mmol/l. The customer removed the sensor and bled a lot. The sensor cannula was broken as well. No products were returned or replaced.